Event description:
It was reported that a continu-flo solution set leaked at the y-site. The issue occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed the check valve was assembled in the wrong orientation. A functional testing was performed where the spike was inserted into a saline bag. Flow of liquid was observed until the check valve, however, no flow was present after this location. Therefore, the reported condition of leak at the y-site was not verified, however, an incorrect assembly of the check valve was verified. The cause of the condition was a manufacturing assembly related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.